Event description:
It was reported that the patient experienced a loss of efficacy in dystonia symptom control. An impedance check revealed that all contacts were out of range, measuring between 9k and 12.6k ohms. An MRI indicated that the left lead coil was twisted and no longer fully intact on the lead body under the scalp near the top of the head. Reprogramming attempts were unsuccessful. The entire system, including the lead, extension, and stimulator, was explanted and replaced with a new lead, extension, and implantable neurostimulator. The issue was resolved following the surgical intervention, and no further information is available from the healthcare professional.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-28 (lot: va1ggny); product type: 0200-lead; implant date (B)(6) 2017; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.